Event description:
During a total knee replacement surgery using the iassist knee instrumentation system in (B)(6), the surgeon felt that the femur cut was in valgus and the tibia cut in varus as compared to the neutral cuts that he had been targeting per the readings from the iassist instrumentation. He cross checked the orientations of the cuts using an external alignment guide for both cuts and additionally using a c-arm for the femur cut only. The surgeon then reportedly adjusted the cuts and completed the surgery without further effect. The magnitude of the discrepancies were not provided. The overall surgery time was reportedly extended by one hour.

Manufacturer narrative:
In addition to the testing of the returned components and the analysis of the computer logs, the surgical steps were reviewed with the representative that was present during the surgery. No sources of malfunction could be detected related to the device and nor could any device malfunction be reproduced. Although it could not be assessed as the c-arm views were not recorded at the time of the surgery, it is possible that the alignment was inaccurately assessed from the c-arm since the c-arm view is local to the knee joint and does not include the hip or ankle to accurately measure the overall leg alignment. Given the above, and that the final alignment is verified as part of the surgical procedure to detect and correct any significant alignment errors from any source, no further action will be taken at this point. Monitoring will continue for similar reports.

Manufacturer narrative:
The returned device was tested and the computer logs from the surgery were analyzed. The device's accuracy performance as tested and all system function and algorithm performance parameters as recorded from the surgery were within specification without sign of malfunction. Therefore a malfunction of the device or system can not be established. The investigation is continuing to determine the cause for the issue.